Manufacturer narrative:
Conclusion: during device investigation damage to the active electrode was found, however due to lack of information reasons for the observed damage remains unknown. The stimulator electronics operates within normal limits. Despite requests, no further information has been received, therefore a root cause could not be identified. This is a combined initial and final report.

Event description:
At initial implantation 3-4 electrodes were not fully inserted, but the patient was satisfied with the device. Nine months prior to explantation her hearing impression with the device worsened. The patient was explanted. Despite requested, no further information was received.